Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine device check. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal device function resumed.